Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator was noted to be in backup vvi mode. No device intervention was performed but a device restoration was discussed. Patient was stable.

Event description:
New information received indicated that the patient presented in clinic on (B)(6) 2019. Upon interrogation, it was noted that the implantable cardioverter defibrillator was not in backup vvi mode and all parameters were unchanged from the prior visit. No further intervention was reported.